Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was submitted for quality investigation. The customer complaint of the tubing being discolored was verified by visual inspection of the photo provided. Upon review of the photo sample, it can be seen that the drip chambers are of slightly different tint. There are no further issues with the sample that can be identified by evaluation of the picture. A device history record review could not be performed on model 10010903 because a lot number was not provided by the customer. The root cause for the issue seen in this complaint could not be fully determined because a physical sample was not available for analysis, however, based on previous evaluations with a similar issue, the most probable cause for the reported "discoloration," is a residual effect of the sterilization process. During the sterilization process, the tubing can become slightly tinted in appearance. This does not affect the functionality of the secondary set. This incident has been added to our database of reported incidents.

Event description:
It was reported when using the bd unvtd bld hand pump w/180 flt ss, the device experienced discolored primary packaging. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tube seems to be "dirty". Verbatim: nursing director is asking why these tubes are different colors. Joint commission thought they are not appropriate for patient care because they seem to be dirty. I try to assure the director that these tubes are sent to us in this format. Would you be so kind and advice as to why these tubes look ¿dirty¿. Your cooperation will be greatly appreciated.